Manufacturer narrative:
The technician found the backing plate which holds the latch was bent away from the siderail. The technician straightened the plate to repair the bed.

Event description:
Information received indicates the right head siderail will not lock into the up position.